Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the reason for call is to ask how to obtain (B)(4) card so they can interrogate patient's ins. Caller is a urologist and only has mmb02 card and needs card to check synergy ins. Caller states (B)(4) card to check patient's device has been misplaced. The patient had increased urgency/frequency symptoms and they could not interrogate it due to not having (B)(4) card. Attempted to conference on with customer service, but they stated they cannot send card to account because manufacturer's representative needs to bring card to customer. After checking with customer service the caller stated he was on the other line with the representative. It was later reported that the patient was having problems with her therapy. Therapy stopped working about a year ago. The patient had been having trouble emptying her bladder and had been using catheters. The patient did not feel stim anymore. The patient had to press on her lower back and sometimes she felt stim and sometimes she did not. Sometimes the feeling of stim was really 'sharp', it will go really high and then she did not feel stim for days. Hcp (health care provider) had not interrogated her device for 2 years. Patient's current hcp told patient he was not able to check her device because they lost the 'flash card'. Hcp told patient not to call them, they would call patient once they have the equipment. It had been a month and hcp still does not have it. The patient was implanted with 7427v for bladder problems. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that the patient started losing therapy a couple of years ago. The patient has retention and had to cath recently. The patient's stim has been intermittent the last couple of years. This reporter had the correct software card but it is showing "detected device not supported by application card." When asked which card he was using, he said "(B)(4)." Tech services explained it is a synergy scs device and needs the aar software card. The reporter was transferred to customer services to get the aar card. It was noted: a couple of years ago - has been losing stim. Catherization needed recently.

Manufacturer narrative:
Concomitant products: product ID 748910, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 8840, serial # unknown, product type programmer, physician; product ID 8870, serial # unknown, product type software; product ID 7435, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 748910, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3093-28, lot # v195597, implanted: (B)(6) 2009, product type lead; product ID 3093-28, lot # v161901, implanted: (B)(6) 2009, product type lead. (B)(4). Device used for off label indication. The indication the device was used for was p970004.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that her initial therapy had stopped working and her implantable neurostimulator (ins) was replaced.